Event description:
Name of procedure: adipositas procedure. Event description: additional information received from applied medical representative via email on 02feb26: device did not trigger. Additional information received from applied medical representative via email on 03feb26: no clip loaded into the jaws. No clip was triggered. No clip was loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No loaded clip manually removed from the jaws. There was no clip to be removed from the jaws. No information if the trigger be easily and completely actuated. Intervention: opened a new one patient status: patient is good.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.